Event description:
It was reported by service report that nurse call and bed exit were not ringing at the nurses station. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - incorrect dip switch settings.